Event description:
A report was received that the patient had a superficial infection at the ipg site. A symptom of redness, inflammation and warm to touch was noted. The patient was prescribed antibiotics. The physician believed that it was not device related.

Manufacturer narrative:
Additional information was received that the patient was cleared from infection and was doing fine. No further course of action. A review of the manufacturing documentation for the products revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices was found to be satisfactory.

Event description:
A report was received that the patient had a superficial infection at the ipg site. A symptom of redness, inflammation and warm to touch was noted. The patient was prescribed antibiotics. The physician believed that it was not device related.